Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after replacing the battery. The customer¿s blood glucose was 428 mg/dl at the time of the incident. Customer declined troubleshooting for high blood glucose and stated they have treated. The customer has done their own troubleshooting and the display did not return. The insulin pump will be returned for analysis.